Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for high impedance. The rv lead also exhibited loss of capture and high thresholds. The lead was initially programmed unipolar after the interrogation found the lead alert, then a few weeks later the lead was capped and replaced. No patient complications have been reported as a result of this event.